Manufacturer narrative:
The customer's complaint of run-on was not duplicated during failure analysis. It was noted during testing that is likely the internal damage of the cord causes intermittent run-on issues.

Event description:
It was reported that the es6 handpiece cable was cut internally which caused a (B)(4) es6 sagittal saw sn (B)(4) es6 single trigger rotary sn (B)(4) to run on without user activation. There was no pt involvement and no adverse consequences associated with the device.